Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated that they received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 9:13 a.m., the patient tested a sample on the meter and the result was 4.7 inr. The patient did not believe the value to be correct since the result from the previous week was 2.8 inr. At 9:19 a.m., the patient collected a sample from a fresh fingerstick from a different finger and tested it on the meter. The result was 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient's therapeutic range is 2 - 3 inr. The patient is tested once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient has no bleeding or bruising. The patient does not take heparin, lovenox, or thrombin inhibitors. The patient has had no changes in medication. The patient has not been eating due to her gallbladder and is feeling nauseous. The patient's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 235476-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 3.2 inr. Donor 1 hct: 49%. Donor 2 hct: 42%. Testing results: donor #1: masterlot: 2.7 inr. Customer meter and masterlot: 2.7 inr. Donor #2: masterlot: 3.2 inr. Customer meter and masterlot: 3.2 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. Upon review of the meter memory, no result of 4.7 inr on (B)(6) 2017 could be found.